Event description:
It was reported to boston scientific corporation that an enteral guidewire was planned for use in a stent placement procedure. According to the complainant, upon examining the package, it was found to be not completely sealed. This was the second of three devices in a box of five that the packages were found to be not completely sealed. Refer to manufacturer report #3005099803-2009-00580 and 3005099803-2009-00582 for details regarding the other two devices.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.